Manufacturer narrative:
Reported event of stent failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03664 pertains to the first axios device and manufacturer report # 3005099803-2016-03665 pertains to the second axios device. It was reported to boston scientific corporation that two hot axios stents were used during an endoscopic ultrasound (eus) procedure on (B)(6) 2016. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd) to drain the patient¿s 2.35 cm dilated cbd. Reportedly, the patient had a pancreatic mass, gastric outlet obstruction at the duodenal bulb, and was suffering from jaundice. According to the complainant, during the procedure, a puncture was made through the duodenum and into the cbd to create the tract for the first hot axios stent (captured by this report). During attempted deployment of this stent, the first flange of the stent failed to deploy. The device was removed and a second axios stent and delivery system was introduced into the patient. A second puncture was then made from the duodenum into the cbd for deployment of the second hot axios stent (captured by manufacturer report # 3005099803-2016-03665). However, during attempted deployment of this stent, the handle broke and the first flange failed to deploy. The physician then closed both puncture sites with hemostatic clips. The patient was then sent to interventional radiology (ir), where a percutaneous biliary drain was placed to prevent any bile leakage at the clipped puncture sites and to treat the patient¿s underlying condition. There were no further patient complications reported as a result of this event. The patient¿s condition was reported to be stable. Note: the axios stent was implanted transduodenally to the common bile duct; however, the axios stent and delivery system is not indicated for placement in the common bile duct in the us.

Manufacturer narrative:
Investigation results: a partially deployed hot axios stent and delivery system was received for evaluation. The outer sheath was detached from the stent hub, preventing further deployment of the stent. An inspection of the internal mechanisms of the device noted that minimal glue was present on the bonds from the outer sheath to the deployment hub. It was possible to manually deploy the stent. There were no other issues with the device. The complaint that the stent could not be deployed was confirmed. The investigation concluded that the most probable root cause of this event is supplier manufacturing. The supplier has since completed a corrective action to address this issue. This device was manufactured prior to the completion of the corrective action. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used in a manner inconsistent the directions for use (dfu) / product label as the axios stent and delivery system are not indicated for use in the common bile duct in the united states.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03664 pertains to the first axios device and manufacturer report # 3005099803-2016-03665 pertains to the second axios device. It was reported to boston scientific corporation that two hot axios stents were used during an endoscopic ultrasound (eus) procedure on (B)(6) 2016. The axios stent was to be implanted transduodenally to the patient's common bile duct (cbd) to drain the patient¿s 2.35 cm dilated cbd. Reportedly, the patient had a pancreatic mass, gastric outlet obstruction at the duodenal bulb, and was suffering from jaundice. According to the complainant, during the procedure, a puncture was made through the duodenum and into the cbd to create the tract for the first hot axios stent (captured by this report). During attempted deployment of this stent, the first flange of the stent failed to deploy. The device was removed and a second axios stent and delivery system was introduced into the patient. A second puncture was then made from the duodenum into the cbd for deployment of the second hot axios stent (captured by manufacturer report # 3005099803-2016-03665). However, during attempted deployment of this stent, the handle broke and the first flange failed to deploy. The physician then closed both puncture sites with hemostatic clips. The patient was then sent to interventional radiology (ir), where a percutaneous biliary drain was placed to prevent any bile leakage at the clipped puncture sites and to treat the patient¿s underlying condition. There were no further patient complications reported as a result of this event. The patient¿s condition was reported to be stable. Note: the axios stent was implanted transduodenally to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.